Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the vh-3100 scissors would not open or close. Used another vh-3100 kit to complete the case. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was detached at the hub. There was no evidence of blood on the device. The pigtail was detached from the handle and not received. Based upon the visual observations, the reported complaint was confirmed. (B)(4).